Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an wireless external neurostimulator (wens). It was reported that the test electrodes were placed and connection was made to the wens where they found that connectivity was not achieved and at the same time it showed very high impedances that do not allow the circuit to work. The electrodes were rearranged on several occasions but different poles of poor connection always appeared. There were no environmental, external, and patient factors that may have caused the event. Change of the wens was carried out initially but the same behavior was observed. The electrodes were removed, cleaned and advanced again but the connection continues to fail; the impedances were above 40 ,000 ohms, so the electrodes were changed to another lead model, the connection improved and the impedances were fine. They proceeded to set and begin the trial period. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6) ); product type: 0215-screening device; implant date ; explant date brand name surescan; product ID 977d260 (serial: (B)(6) ); product type: 0215-screening device; implant date ; explant date g2. Foreign: colombia h6 codes belong to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.